Event description:
The customer reported that they lost all ECG and ic signals from both systems (carto xp and ep recording systems) during ablation. The cables were exchanged unsuccessfully. The carto system was bypassed to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). The customer reported that they lost all ECG and ic signals from both systems (carto xp and ep recording systems) during ablation. The cables were exchanged and did not resolve the problem. The carto system was bypassed to complete the case. Investigation could not be performed on the carto system because the customer declined the service. DHR review was performed and no anomalies were noted in manufacturing or service. The system met all specifications upon its release.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA as required once that analysis repair report is completed. (B)(4).